Event description:
The event is reported as: alleged issue: the clips are closing prematurely before it even touches the tissue. There was no pt injury and therefore the pt's outcome was not affected directly to the malfunction of the device.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. One (1) applier was rec'd used, opened w/o original packaging, lot number was confirmed with sample rec'd. All components looked well assembled. Functional inspection was performed as follow: five remaining clips were loaded, closed and released properly from the applier w/o quality problems, in addition the clip indicator was loaded into the jaws applier. The failure mode "clips closing prematurely" was not confirmed with sample rec'd during visual and functional evals; therefore no actions will be taken at this time. However, we will continue monitor trending of similar complaints.